Event description:
The reporter caller and alleged discrepant results when compared to a lab. The reported device result was 2.8 in 3/05 and 3.3 inr in 4/05. The corresponding lab result reported was 1.5 and 2.0 inr.